Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc). The exact cause has been under investigation. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
We received the following report. During an unspecified procedure, three devices were used. The first device became unable to cut as the user expected. The user exchanged the first device for second device and continued the procedure. The second device became unable to cut as the user expected, after activation about 3 times (at an earlier stage than the first device). The intended procedure was completed with another third device. There was no patient injury reported. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. On july 28, 2020, olympus medical systems corp. (Omsc) found that the tissue pads of two devices were severely worn. This is the report regarding the severely worn tissue pad. This is the second one of two reports.

Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The tissue pad of the subject device was severely worn. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, it was known that the tissue pad was damaged since the user continued to activate output without grasping tissue (including after the tissue already cut). The above device handling has warned in the instruction manual.